Manufacturer narrative:
The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.

Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for repair of a lesion located in a shunt anastomosis (left or right: unknown). The size of vessel is unknown. The vessel was described as severely calcified, with a stenosis of 95%. There is no information as to where the physician made access to the patient. The guidewire was inserted across the target lesion via the sheath introducer (brand and size: unknown). The product advanced to the target lesion over the guidewire. Upon inflation of the balloon with an indeflator, the balloon ruptured at 3 or 4 atmospheres. Therefore, the physician carefully withdrew the balloon out of the patient's body. There was no information as to how the procedure was completed. There was no adverse consequence to the patient.